Event description:
The customer stated that the results were rerun prior to providing them to the physician. The field service engineer replaced tubing on the instrument and verified that it was performing as intended.